Event description:
It was reported that the lead dislodged and increased capture threshold was observed. The lead was explanted and the patient is in stable condition.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.